Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that far p-wave oversensing was observed via remote transmission. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).